Manufacturer narrative:
The fse replaced the drive manifold then completed pm service. The fse performed functional and safety checks to meet factory specifications and all testing passed. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The full name of the event site was shortened due to field character limit; the full name is: (B)(6) medical center.

Event description:
It was reported during preventative maintenance performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) unit fail the k6/ k6a/k7/k8 leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The removed part was returned to failure analysis and testing for evaluation. The failure analysis and testing dept. Received drive manifold with a reported unit failure of failed k6a,k6,k7,k8 leak test. Performed visual inspection to drive manifold and found the part in good condition. The failure analysis and testing dept. Installed the drive manifold into the cs 300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The failure analysis and testing dept, proceeded to perform the k6a,k6,k7,k8 leak test. The k6a,k6,k7,k8 leak test failed. The failure analysis and testing dept, was able to replicate the failure of the k6a,k6,k7,k8 leak test. The drive manifold failed testing. Retaining the drive manifold in the failure analysis and testing department per procedure.